Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a (no disposable) alarm occurred on both of the patient pumps with same the cassette, no lot number information was available. Initial alarming pump infusing using new cassette with no alarm. No further details provided. No patient injury was reported.